Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were getting power error detected alarms for a few weeks. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They were advised to clear the error by selecting ok. They were advised to remove the battery from the insulin pump and monitor the notification light. The notification light stopped flashing immediately. They were advised the insulin pump would need to be replaced. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. The insulin pump was received with missing retainer and missing reservoir tube o-ring. The pump passed the self-test, sleep current measurement, and active current measurement. However, unable to perform the displacement test due to missing retainer. Insulin pump trace download analysis confirmed the insulin pump alarmed power error. The power management tool confirmed power error alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. The insulin pump was also received with scratched case, pillowing keypad overlay, and minor scratched lcd window.